Manufacturer narrative:
The autopulse platform (32177) was returned to the manufacturer for analysis on 08/19/2015. Investigation results are as follows: visual inspection of the returned autopulse platform was performed and it was found that the front and bottom enclosures were cracked and the battery lock was bent. The physical damages observed during visual inspection are unrelated to the customer's reported complaint. A review of the autopulse platform's archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015. However, multiple user advisory (ua) 45 (not at "home" position after power-on/restart) messages were observed on other dates, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint was confirmed as a user advisory (ua) 45 was observed upon power up. Further inspection identified the cause to be that the driveshaft was out of its "home" position. After the driveshaft was rotated back to the "home" position, the platform passed all testing criteria. Based on the investigation, the parts identified for replacement were the front enclosure, bottom enclosure and battery lock. In summary, the reported complaint of the platform displaying a user advisory (ua) 45 code was confirmed through platform archive review and functional testing. The ua 45 codes were due to the driveshaft not being in the "home" position, possibly as a result of the lifeband straps not being fully extended prior to pressing start. The physical damages found during inspection and servicing of the device are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Customer indicated that the driveshaft was rotated to the "0" ("home") position but the advisory message did not clear. No patient involvement was reported. No further information was provided.